Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet screen was unresponsive, consistent with a device problem of unresponsive keys or buttons and involving the touchscreen component, and a replacement was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a software problem associated with an unresponsive interface affecting the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.